Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was an active implant during the onset of infection and erosion. This ICD was then explanted and attached to a temporary pacing wire externally. Approximately 15 days later, this device was removed from service and a new system was implanted. No additional adverse patient effects were reported.